Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had customer login to confirm the failure, pulled the cabinet out and removed the back panel, checked the light emitting diode (led) status, checked the latch inseparable for the magnet, removed the back of the drawer, removed the latch assembly and replaced the latch inseparable, then reassembled the drawer and connected the bus cable to the drawers, then powered the station up. The fse realigned the rails where the drawer had been off-centered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not close as the rail got damaged. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.